Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was identified that the zimmer biomet device did not cause or contribute to the reported event, as the initial procedure was performed with competitor implants.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona tibial component catalog #: ni lot #: ni, unknown. Persona articular surface catalog #: ni lot #: ni. G2: foreign - event occurred in australia. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the femoral component one (1) year post-operatively to address unknown knee complications. Attempts have been made, however, no additional information is available.